Event description:
The logs that were received for another complaint contained technical error codes that could indicate stop of ventilation. They occurred during ventilation but it is unknown if it was during patient treatment. The facility does not recall incident. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The hospital could not recall the technical errors but reported issue of not charging batteries and the ac/dc converter was replaced where after the ventilator functioned without problems. The technical errors were discovered during review of logs that were received for a complaint with unrelated problem description that was reported for the ventilator. When contacted, the hospital could not recall the occurrence of the technical error codes or the stop of ventilation. The evaluation of logs shows that during ongoing ventilation there was a switch over form mains to battery operation. Ventilation continued on battery operation and after 2½ hours the ventilator generated nine technical errors almost all related to power. One technical error indicated a turbine module error but was most likely a result of the power errors where after the turbine module stopped. A turbine module stop will mean that continued ventilation would be with only o2 gas but the alarms "o2 supply pressure low" and o2 concentration low" were generated which indicate that delivery of o2 gas alone was not possible because there was no o2 gas connected or empty. The conclusion in the matter is that the cause was a faulty ac/dc converter but the true cause of why the ac/dc failed has not been determined.

Event description:
Manufacturer ref#: (B)(4).